Manufacturer narrative:
Event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had several left ventricular assist device (lvad) infections starting in (B)(6) of 2021. There was suspected bacteremia followed by pump pocket. The patient experienced a fever and an increased sign of infections in lab tests. Blood cultures were positive for staphylococcus aureus and klebsiella. The infections were diagnosed via positron emission tomography (pet) computed tomography (CT) scan. The infections were treated with focused antibiotics but the blood cultures stayed positive. The patient's epidermis was covered by antibiotics. The infection developed into chronic, continuously positive blood culture, but the patient was stable without any symptoms. The patient was on chronic intravenous antibiotics invanz (ertapenem) delivered via peripherally inserted central catheter (PICC).

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.